Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited increased pacing and shock impedances on the right ventricular channel. The shock impedance had been measured high and out of range greater than 125 ohms. Boston scientific technical services (ts) reviewed data from the device and recommended monitoring the system. The physician has elected to increase the shock impedance range at the next follow-up and continue monitoring. This ICD remains in service. No adverse patient effects were reported.